Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that he was hospitalized on 08/25/2015 due to a high blood glucose level. He had a diabetic ketoacidosis. Customer's blood glucose level was over 400 mg/dl. The customer was vomiting prior to his hospitalization and dislocated his shoulder throwing up. His blood glucose level was treated with the insulin pump and insulin drip. The customer was wearing the insulin pump at the time of the emergency room visit. He had a x-ray done for his shoulder while using the insulin pump. The infusion set cannula was bent, causing his high blood glucose level. The customer wore the infusion set up to 5 days. The customer fell in the river and the insulin pump alarmed button error. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.